Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while changing the set. The customer changed the infusion set 3 times but alarm would return. Customer reported that the alarm was resolved by a reservoir change. Blood glucose value is unknown. The reservoir will not be replaced or returned for analysis.